Manufacturer narrative:
(B)(4). The hospital discovered that the over infusion was due to the upper hinge on the platen being cracked and allowing unregulated flow. They are planning to repair the device themselves and will not be returning the device for investigation.

Event description:
Customer reported an over infusion of heparin to a pt. An entire bag infused in a couple of mins. The pt required blood work and increased monitoring. The pt's levels were elevated for awhile, but no lasting effects. Customer stated that no further patient/event info is available. The hospital discovered that the over infusion was due to the upper hinge on the platen being cracked and allowing unregulated flow. Customer stated that product will not be returned because they know the cause of the event and are planning to repair the device themselves.